Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or setting injury reports for code 100 (accuracy/overdelivery) for lifecare 5000 plum products is .33/million sets.